Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant had non integration with sinus perforation that was greater than 2mm. The patient had a post op sinus infection with implant mobility, inflammation and edema. Patient will return for a new implant in the future. Tooth #14.

Manufacturer narrative:
One (1) 3i t3â® non-platform switched tapered implant 6 x 10mm (bost610) was returned for investigation. Visual evaluation of the as returned product identified the implant with signs of use. No apparent malfunction was noticed during product evaluation that would contribute to the event. Implant matched prints where measured. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type iii), acid reflux & sleep apnea. The reported device was located on tooth # 14 (universal) and was used for approximately 28 days. The customer did not provide any pictures but provided one (1) x-ray. Further evaluation of the provided x-ray verified / confirmed the perforated sinus. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2021051438). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op#0210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities complaint history review was performed for the reported lot number (2021051438) for similar events and no other complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported events (non integration perforated sinus, non integration infection) or product (bost610). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did not occur and the reported event (perforated sinus) was confirmed based on the provided x-ray. Additionally, device malfunction and the reported event (non-integration infection) was non-verifiable.

Event description:
No further event information available at the time of this report.